Event description:
Had total knee replacement (B)(6) 2017. It was never right. Could not straighten out my leg. Lot of pain and discomfort. Zimmer biomet implant. Not sure of the name. Develop sepsis and cellulitis and redness very painful. Had emergency surgery to remove it in (B)(6) 2019. 12 weeks of IV antibiotics. Etc. New knee replacement surgery (B)(6) 2020. 3 surgery total on the same knee. I have catalog and serial number for the implant.

Event description:
Additional information received for mw5156939 on july 30, 2024 to change the name of the manufacturer.